Manufacturer narrative:
Trend analysis: n/a as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that a (B)(6) years old male patient had a thr in (B)(6) 2014. Trilogy cup and avenir stem was implanted at that time. Patient complained of pain and was worked for a altr case. MRI showed fluid and pseudo tumor. Both were removed during revision surgery on (B)(6) 2016. Cobalt level was low. The head was removed and a small amount of corrosion was noted at the head neck junction. The liner was left in place. A new biolox head was implanted. No other information were received except the per. It is assumed that the avenir stem was left in place during the revision surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: device does not properly mate with femoral heads and taper adapters due to inadequate material and geometry: fretting corrosion leads to wear, dissociation (when used with head offsets up to +8mm) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Device does not properly mate with femoral heads and taper adapters due to off-label use: inadequate material and geometry: fretting corrosion leads to wear, dissociation (when used with head offsets greater than +8mm, up to +10.5mm) => not possible: the combined femoral head is allowed to be used with avenir hip stems by zimmer (B)(6). Device does not properly mate with femoral heads and taper adapters due to taper deformed / damaged => possible: neither products nor surgical reports were received for investigation, therefore cannot be excluded. Device does not properly mate with femoral heads and taper adapters due to misuse: incompatible head / taper adapter => possible: it is not known which adapter used, therefore cannot be excluded. Device does not properly mate with femoral heads and taper adapters due to misuse: surgical technique not followed (e.g. Stem taper not cleaned prior to head assembly, reuse of taper against instruction) => possible: no surgical report was received to confirm, therefore cannot be excluded. Conclusion summary the ref and lot number of the component are not known. Neither x-rays, operative notes, office visit notes, nor devices were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). .

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an avenir stem (exact catalogue number unknown) on (B)(6) 2014 on the right side and was revised on (B)(6) 2016 due to pain, pseudotumor, metallosis and fluid accumulation. Note: this is a split case with zimmer inc., (B)(4).